Event description:
It was reported that customer experienced air bubbles in reservoir between the o-rings. It was reported that reservoir was leaking at other end. Customer's blood glucose was 19.1 mmol/l. Reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.